Event description:
The account alleges that during an endovascular procedure, the tip detached within the patient. The foreign body was successfully externalized, liberating the vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no similar complaints were identified.